Manufacturer narrative:
Based on the claim against the product by the customer noting the engagement issues and unintuitive motion, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and based on log review, the instrument was confirmed to have several engagement 22020 failures. Once the instrument was installed the sureform 60 instrument failed to engage on usm 4 (roll axis hardstop check failed, try reseating drape, look for instrument roll friction (cannula seal or drape pouch) however, the failure was not replicated during in-house testing. The sureform 60 stapler instrument passed initialization during all three attempted installations and moved intuitively with full range of motion in all directions and the jaws opened and closed properly. The instrument clamped, fired and unclamped successfully. The instrument was fired using a green 60 reload. Visual inspection of the instrument found no external physical damage. The instrument housing was removed from the back end with no obvious damage. The root cause is not determinable/applicable. There were additional observation(s) not reported by site were also identified. While the instrument was installed on an in-house system, the roll motion moved intuitively. However, manual articulation of the main tube/shaft found there to be friction or resistance during rotation and difficulty of manual articulation is caused from the main bushing with the housing being out of specification. The root cause for this failure is attributed to manufacturing. Visual inspection was performed and found the wrist cover to exhibit tears however there were no pieces missing. The tears did not affect the intuitive motion functionality of the instrument. The root cause of this failure is attributed to mishandling/misuse. The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion/freely with uncontrolled motions. Poor instrument control control could result in subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the sureform 60 stapler instrument experienced engagement issues. The customer attempted to remove and reinstall; however, the instrument movements were opposite. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the surgeon twisted the stapler instrument right, if would twist left. The instrument moved in the opposite direction as intended to move. The issue occurred with the surgeon¿s head inside the surgeon console high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate the instruments from the surgeon side console (ssc). The issue was not related to the inability to move the instrument. The instrument movement seemed to be delayed. There was no observed shakiness or friction. There was no instrument to instrument or arm to arm interference. There were no external collisions between arms or instruments. The issue was persistent. There was no injury to the patient as a result of the event. The device was inspected prior to use and noted no visible damage.